Manufacturer narrative:
This report is not being sent for a product problem. There was no allegation that the device malfunctioned. The procedure was successfully completed with this device without complications. This report is being submitted to notify the FDA of the patient death within 30 days of the procedure. The physician who performed the ablation does not suspect the nanoknife system caused the occluded stent or the myocardial infarction. (B)(4).

Event description:
Patient had a history of coronary artery disease. Coronary stents were placed on (B)(6) 2011. Prior to nanoknife ablation procedure, physician discussed the case with the patient's cardiologist. Cardiologist gave physician approval to treat. Nanoknife ablation was performed on (B)(6) 2011. The procedure was successfully completed. No harm or injury was reported to the patient. Post nanoknife ablation and during a pancreaticoduodenectomy, the patient's stents became occluded. The patient suffered a myocardial infarction and was then moved to the ICU. The patient's family decided to take her off life support due to her heart showing minimal improvement. The patient expired two days post procedure on (B)(6) 2011.